Event description:
It was reported that this implantable pacemaker was found in safety mode. The device has been scheduled for explant and is expected to be returned afterwards for analysis. At this time, the pacemaker remains in-service. Additional information received advised the device was explanted and replaced successfully. The device is expected to return for analysis. Outside of the revision, no adverse patient effects were reported.

Manufacturer narrative:
Product analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. Device is operating within specification. No problem detected.

Event description:
It was reported that this implantable pacemaker was found in safety mode. The device has been scheduled for explant and is expected to be returned afterwards for analysis. At this time, the pacemaker remains in-service. Additional information received advised the device was explanted and replaced successfully. The device is expected to return for analysis. Outside of the revision, no adverse patient effects were reported. The device has been returned.